Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 27, 2023 and june 29, 2023. H11: the actual devices were not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph and video noted a leak from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The issue was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.